Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was not able to release battery cap. Customer received a battery out limit alarm and was not able to clear, and as a result, customer went to the hospital for high blood glucose. Customer went to the emergency room on (B)(6) 2015 with blood glucose was 112 mg/dl. Customer had symptoms of light headedness and loss of appetite. Troubleshooting was performed for high blood glucose. Troubleshooting could not continue due to call dropping.